Event description:
It was reported that (1) device was used during a axillary node dissection. It was reported by the affiliate that the tim20 instrument would not fire out the clips. The surgeon used manuel clips to complete the case. No consequence to the pt.